Manufacturer narrative:
The investigation is on-going and a follow-up report will be provided when the evaluation is complete.

Event description:
Filter deployed jugular otw. Filter did not open and eventually migrated to the heart. Filter was snared and opened when trying to pull it out at the access point.

Manufacturer narrative:
A review of the device history record was conducted and no similar concerns were found. The customer returned the ivc filter but none of the accessory devices included with the kit (delivery sheath, pusher, dilator). The filter was reviewed, and there were no issues or damage noted with the filter. So the complaint could not be duplicated or confirmed.